Manufacturer narrative:
The manufacturer is reporting the following complaint after voluntary review of all complaints (reportable or not) since 2016. This report is being filed now, after being scrutinized under a newly revised risk matrix, recently adopted after inspection. The customer notified cardioquip that a patient was involved during the malfunction although no patient information was communicated. Cardioquip's investigation determined that one or more of the cpg valves were leaking. Following replacement, the device passed inspection, and is fully operational.

Event description:
Customer reports that the unit's cpg circuit was not circulating cold water while on a patient.